Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer support educated the caller about the variance in measured pressures affecting the fill estimate and explained that the display would correct once the actual insulin level matched the displayed static number. The caller understood and acknowledged the explanation.